Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The caller changed the battery, and the screen returned, but all of the programming was erased. The caller also stated that the insulin pump was not delivering insulin. Assisted the customer with programming the correct time. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The caller requested a replacement insulin pump. Nothing further was reported.